Event description:
It was reported that the lead was capped due to inappropriate therapies.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that during the attempted laser lead extraction,the patient became mildly hypotensive with traction. A tee was performed and a pericardial effusion was observed. It was noted that the patient was hemodynamically stable and it was suspected that the effusion might be chronic. It was decided to cap the lead. The patient was stable after the event.